Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during central processing, the cadiere forceps instrument was broken and had an unraveled wire at the tip, located in the assembly. There was no report of patient involvement.